Manufacturer narrative:
Date rec¿d by MFR : 17may2019. Correction: top cover broken on initial report was reported in error. A gas delivery system (gds) was return. An investigation was performed and the airflow sensor drift caused unit to pass out of specified range. The root cause of the failure was determined to be isolated to a (u1) component of the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided.

Event description:
It was reported that when the technician was servicing the device, the unit failed oxygen flow accuracy testing when the value was set to (B)(4)% and that the top cover was broken. There was no patient involvement.